Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoroscopy confirmed the left ventricular lead was dislodged. The lead was capped and replaced during device changeout on (B)(6) 2014. The patients condition was good.